Manufacturer narrative:
Corrected, d4, model number. No product was returned. The reported issue cannot be confirmed, and no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump triggered an air in line alarm. A considerable amount of air was detected in the line. The pump had been delivering a continuous infusion rate of 22.5 ml per hour, with the reservoir starting at 540 ml and the remaining volume still 540 ml. The patient was not medically harmed; however, the full prescribed dose was not administered. This event occurred while the device was in use with a patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.